Manufacturer narrative:
Manufacturing analysis conclusion: the reported event of a no external power alarm was confirmed. A review of the submitted log file spanned approximately 8 days (11feb20 ¿ 19feb20 per time stamp). On (B)(6) 2020 at 11:57, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~3v. The alarm cleared on its own shortly after. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis and is still in use. Additional information provided on 26may2020 stated that the accord came unplugged from the wall. A root cause for the reported event cannot be conclusively determined to be an ac disconnect from the wall. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use and heartmate 3 patient handbook explain how to properly interpret and troubleshoot no external power alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced no external alarm. The patient did not recall hearing any alarms during the event. No further information was reported.